Manufacturer narrative:
This report is being submitted to correct missing information in section h6.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.